Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 550:320:844:0000. This problem was identified during service and failed to audibly alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 550:320:844:0000 was confirmed and reproduced. The quality engineer has determined that this condition is due to speaker harness not being connected. The speaker harness was reconnected to resolve the reported problem. Should additional information be received, a follow-up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.